Event description:
A nurse reported that the surgeon noticed low vacuum during a cataract extraction procedure. No patient impact was reported. Additional information was received from the nurse indicating that low vacuum was experienced near the end of a cataract extraction procedure. The procedure was completed after the surgeon flushed the remaining viscoelastic out of the eye. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803/56 when additional reportable information becomes available. (B)(4).